Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse called and requested a cycler replacement due to the patient experiencing fluid overload on the cycler and being hospitalized. A follow up call was made to the nurse. The patient was admitted to the hospital on (B)(6) 2015 and was discharged on (B)(6) 2015. The patient's discharge diagnosis was flash pulmonary edema. The patient had reported a sudden on set of severe shortness of breath and was taken to the emergency room; he was not connected to therapy at the onset of symptoms. The patient's prescription on delflex had recently been changed. The patient's physician had him switch from 1.5% alternating with 2.5% solution to only using 2.5% solution. The patient is currently home and completing adequate treatment.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is not confirmed. External visual inspection: no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received. Cycler, and there were no alarms or problems that occurred during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudopatient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test, system air leak test and pt sensor calibration tests all passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.